Event description:
Same case as #6000089-2007-01654. It was reported that during a coronary during eluting stenting treatment procedure, a portion of the stent obstructed blood flow. The 99% stenosed lesion was located in a calcified and severly tortuous distal right coronary artery (rca). Another manufacturer's guide wire was advanced to the posterior descending artery and a guide catheter was placed. The physician direct stented the lesion using a taxus express2 2.5x24mm drug eluting stent. Another manufacturer's balloon was advanced for post-dilatation of the stent. Following stent deployment, the physician noted that the blood flow to the atrioventricular branch of the rca was obstructed by the distal stent strut of the taxus express2 stent. In an attempt to dilate the stent strut, another manufacturer's guide wire was placed and a 1.5x15mm maverick2 balloon was advanced. Upon inflating the balloon to 8 atm's, the balloon ruptured on the first inflation. The procedure was completed using this device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available.